Event description:
On (B)(6) 2010, pt reported the menu button on the backup infusion device was not working properly. This was noticed on day of report when trying to start backup infusion device. Menu button did respond as intended during call, but pt said it was very difficult to press. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.